Event description:
It was reported that pump displayed malfunction alarm malf 24 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed warranty status, verified shipping details, instructed customer to place pump in storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor, while arranging shipment of replacement pump.